Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported the physician attempted to advance the stent delivery system (sds), but had a difficult time. The sds was pulled back for predilation, and when the sds was outside of the body, the stent came off the sds when mounting on a wiggle guide wire. A total of three stents (overlapping) were then implanted, including a 2.5x15 mm xience. No pt effects were reported. No additional info is available. You are receiving this MDR report from abbott vascular as (B)(4) distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
(B)(4). Eval summary: quality assurance analysis revealed that the sds was returned without any blood visible. There was contrast in the inflation lumen and balloon. The stent implant was loose on the distal shaft. There was no damage noted to the stent implant. The balloon was tightly folded with crimp marks between the markers. There were no kinks or damage noted to the inner member or tip. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. The tip seal length was 1mm. A snap gauge was used to measure the outer diameters of the stent implant. The measurements met manufacturing criteria. Product performance engineering reviewed the incident info and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The anatomical condition of the pt was described as moderately tortuous and heavily calcified, which likely contributed to the failure to cross. The analysis confirmed the stent implant was dislodged from the balloon and located on the proximal shaft. However, the balloon was tightly folded with crimp marks between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible that the stent became disrupted on the balloon while attempting to advance the sds through the calcified lesion, which then subsequently contributed to the reported stent dislodgement. Since there was no note of any damage to the sds or stent implant observed prior to the procedure, it is likely that the lesion characteristics contributed to the difficulties experienced. In this case, the failure to cross and stent dislodgement appear to be related to the operational context of the product. The manufacturing records were reviewed for this lot and there were no non-conformances that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force. This MDR is considered closed by the product performance group.